Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown (lot#n/a). Evaluating short-term outcomes of tunneled and non-tunneled central venous catheters in hemodialysis / niccolò morisi, martina montani, edwidge ntouba ehode, grazia maria virzì, salvatore perrone, vittoria malaguti, marco ferrarini and gabriele donati / published: 23 june 2024 / j. Clin. Med. 2024, 13, 3664. Https://doi.org/10.3390/jcm13133664. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a retrospective study included patients who had cvc's (central venous catheter) placed between (B)(6), 2023, and (B)(6), 2023, at two hospitals and evaluated the short-term outcomes of tunneled (t-cvc) versus non-tunneled (nt-cvc). The non-tunneled catheters used were competitor devices. A total of 176 catheters were inserted; 127 of them were t-cvcs and 49 were nt-cvcs. Long-term catheterization is often associated with significant issues such as thrombosis, vascular stenosis, and infections. Similarly, malpositioning occurred in one case for t-cvcs and one case for nt-cvcs, giving an incidence of(B)(4) and (B)(4), respectively.